Manufacturer narrative:
The reported glidescope video monitor (gvm) was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video monitor but was unable to confirm the reported image issue. When connecting the reported video monitor to a known, good, test glidescope video baton 3-4, the image was normal; no issues were found. The verathon technical service representative left the video monitor and test baton connected up to two (2) hours, and also power cycled the video monitor up to fifteen times during their evaluation of the device. They confirmed the image continued to remain normal and no issues were found for the video monitor. The camera image quality test was performed and passed. Upon completion of the evaluation the glidescope video monitor (gvm) was returned back to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor (gvm), the image intermittently disappears. The customer reported that the intermittent image was isolated to just the monitor. The procedure was completed using a backup glidescope video monitor (gvm), which was readily available. No harm to the patient was reported.